Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -12.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. During the implantation, the surgery saw that the lens was upside down. The lens was explanted on the same day with the lens being tore due to an unskilled removal technique. The lens was then exchanged for a similar lens and the problem was resolved.

Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -12.5 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. During the implantation the surgeon noticed that the lens was upside down and removed it during the same surgery. During lens removal the lens tore due to an unskilled removal technique. A new and similar lens was later implanted and the problem was resolved. The patient's post-op uncorrected visual acuity was found to be 20/20. Device evaluation: the lens was returned in a micro centrifuge vial with some moisture present on the lens. Visual inspection found the lens missing a piece of its haptic and presence of red residue on the lens surface. Corrected data: date of birth: it is corrected from (B)(6) to (B)(6) in the initial MDR. This event is corrected from adverse event to product problem. Device manufacture date: it is corrected from 29-oct-2015 to 15-apr-2016. (B)(4).